Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the proximal rca. It was reported that the device was introduced into the guide catheter, the stent then dislodged off the catheter. The device was retrieved and not used. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.